Event description:
On (B)(6) 2011, at (B)(6), during priming a leak from the quart filter was discovered. The leak was noticed at the bypass diverter valve. (B)(4).

Manufacturer narrative:
(B)(4). The describe error was analyzed in the maquet (B)(4) laboratory. The quart filter was held and submerge in a water bath and then pressurized with compressed air. A leak was identified in the welding cover near the de-airing stopcock. A leak of this nature would be detected during a 100% function test in production. It is conceivable that the leakage appeared with delay due to inner stress in the material. This could be caused by stress or temperature influence during transport. (B)(4)